Event description:
Philips received a complaint from customer biomed reporting the touch screen on the v60 ventilator was unresponsive. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the device would not pass calibration. The rse recommended the customer touchscreen replacement. The customer bme confirmed the unit was repaired by replacing the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.